Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: product ID: etlw1620c156e, serial/lot #: (B)(6), ubd: 05-nov-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 90mm abdominal aortic aneurysm. It was reported approximately 3 years post the index procedure, follow up CT identified a type ib endoleak in etlw1620c146e ((B)(6)). Intervention was completed. An initial angiogram confirmed a type ib endoleak. A catheter was placed behind the graft into the abdominal aortic aneurysm sac and the sac was embolized using non mdt (penumbra coils) and glue. A right graft limb extension etlw1620c156e ((B)(6) was then implanted. An injection through the sheath again showed a type ib endoleak. After discussion, the right hypogastric artery was embolized and the right graft limb was extended and relined into the proximal right external iliac artery with etlw1613c156e & etlw1616c146e and the endoleak was confirmed as resolved. Per the physician the cause was due to anatomy, specifically dilatation of the right common iliac artery. No additional clinical sequelae were reported and the patient is fine.